Event description:
The patient reported that post the device change out, the device was not working and some adjustments needed to be done. The patient further reported that after going home, the heart rate was 57 beats per minute, but the lower rate of the device was set to 60 beats per minute. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5092-58, lead, implanted: (B)(6) 2007. (B)(4).